Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump alarmed motor error. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit was received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and stained end cap sticker. Unit received with constant software error alarm due to software error. Unable to confirm motor error alarm due to constant software error alarm. Motor was tested outside the device and passed.